Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection was performed and the main coil was found kinked and stretched. The interlocking arm was inspected, and it was detached from the delivery wire. The detached part was not returned. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. Dimensional inspection was performed and there were missing fiber bundles on the main coil due to coil stretching. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23mar2021. It was reported that the coil could not be advanced. The target lesion was located in the upper limb. A 20mmx40cm cube interlock-35 coil was selected for use. However, halfway of the catheter it was noted that the coil could not be advanced and deployed. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed detached interlocking arm and missing fiber bundles.